Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 322, which was not reproduced during evaluation. A review of the event history log identified multiple events of system error 322. Visual inspection found the cause was a damaged lower link switch. The lower auxliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error low) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.